Manufacturer narrative:
The reported events of no output, inability to interrogate, and no magnet response were not confirmed. The device was received with normal telemetry communication and normal output. Visual inspection of the header attachment area detected an anomaly between the pre-cast header and titanium case. The device was cut open to enable further testing and the battery was normal. A feed through leak test was performed, indicating a device hermeticity breach. This is consistent with feed through damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
During a clinic follow-up, the device was unable to be interrogated and did not respond to a magnet. Additionally, a loss of pacing was observed on the device. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.